Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported it was unknown why the patient complained of allodynia. It was noted there was nothing wrong with the pump. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up with the clinical site. It was reported that "the patient had clinical signs of un derinfusion, like itching/allodynia, and more pain but it is not determined as the device was not functioning."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that on (B)(6) 2019 that the patient could do daily tasks even with present pain, and noted ¿no compliance." It was also indicated that the pump was increased by 5% and by (B)(6) 2019 the patient¿s pain decreased. Additional information was received from a foreign hcp via a clinical study. It was reported that the patient experienced more pain in their left leg and itching/allodynia over the whole body on (B)(6)2019. It was also stated, ¿further no complaints of underinfusion.¿ the dose of baclofen was increased by 5% (from compounded baclofen 2000 mcg/ml at a dose of 254.81441 mcg/day to compounded baclofen 2000 mcg/ml at a dose of 267.82912 mcg/day) on (B)(6) 2019 and by (B)(6) 2019 the pain decreased to a normal level and the issue was resolved. It was indicated that the device diagnosis was ¿pump underinfusion.¿ the etiology of the event was related to the device/therapy, specifically to the intrathecal medication. It was further indicated that the drug action that caused the event was ¿no change in drug.¿